Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 485 mg/dl and 100 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was not report of death or serious injury associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.